Event description:
Reportedly, the subject device was successfully implanted on (B)(6) 2016. On (B)(6) 2016, the patient was discharged home. No device-related adverse event was recorded during the follow-up visits performed after the procedure : 1 to 3-month visit on (B)(6) 2017, 6-month visit on(B)(6) 2017, 12-month visit on (B)(6) 2017 and 18-month visit on (B)(6) 2018. The site reported that the patient died on (B)(6) 2019 from unknown cause.